Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. Troubleshooting done by an abbott representative resolved the issue.